Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of hypoglycemia event where the system did not provide low glucose alert due to possible sensor inaccuracies. According to the patient, the event happened on (B)(6) 2026 at around 2:00 am; the sensor glucose (sg) value was 120 mg/dl where as blood glucose (bg) measurement was 37 mg/dl. The patient self resolved the event by consuming sugar and fruit juice.

Manufacturer narrative:
A review of the in-vivo sensor glucose (sg) data showed overall agreement between sensor glucose and blood glucose (bg) values; however, variability in sg readings was observed. Customer care recommended a sensor re-link to clear the calibration buffer and address any potential calibration misalignment, but the user did not respond to multiple outreach attempts. Analysis of two weeks of data following the reported event ((B)(6) 2025) demonstrated continued good sg/bg agreement, though the glucose data appeared noisy. Dms records indicate that the user has not used the system since (B)(6) 2025. A review of sensor in-vivo data revealed diminished sensor performance, indicative of oxidation of the glucose-indicating component within the sensor hydrogel, which most likely contributed to the observed variability in sg readings and the sg/bg discrepancy reported during the low glucose event. The user self-resolved the hypoglycemia by consuming sugar and fruit juice. Further follow-up with the user was not possible due to lack of user response.